Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion and deliver passing results. A review of the event history log revealed multiple downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Calibration of the force and downstream sensors will be performed as part of the service repair process requirements. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.